Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: there were multiple replace battery alarms observed in the alarm history. There was no data in the black box from these alarms due to continued use of the device. The pump powered on with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. The battery cap measurements were within specification. The electrical draws were tested and were within specification. The pump was opened and there was no internal damage observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that after receiving multiple replace battery warnings and changing the battery, the pump shut down upon attempting to reboot. It was reported that this happened multiple times and the power finally came back on after replacing with a new lithium battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.